Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire fell off upon unpacking. Also stated the surface of nitinol guidewire was not smooth.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned in the opened original packaging. Visual evaluation noted the wire was exposed along the length of the device as though some of the jacket had been scratched off, which would result in the surface of the jacket not being smooth. The distal tip also appeared to be bent, as this was not reported by the user and could have occurred during transit for evaluation a new complaint will not be created. A potential root cause for this event could be, "improper material selection/geometry". As no patient involvement was reported the device was not used, however is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the surgical nurse found that the coating of nitinol guidewire fell off upon unpacking. Also stated the surface of nitinol guidewire was not smooth.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.